Event description:
The initial reporter stated they received discrepant results for one patient sample tested with bilirubin total gen.3 on a cobas c 303 analytical unit. The sample initially resulted in a total bilirubin value of 54.7 umol/l and it repeated as 11.5 umol/l. The sample was also repeated on a competitor system, but no value was provided. The correct value was reported outside of the laboratory to the doctor.

Manufacturer narrative:
The total bilirubin reagent lot number and expiration date were requested, but not provided. The field service engineer determined there were issues with the rinse unit and the reagent probe wash was overflowing. The engineer resolved the issue. The investigation determined the service actions resolved the issue.